Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2018. The patient stated he received a double down alert saying he was going to be below 55 in 10 minutes. He indicated that the cgm was reading 61 mg/dl, so he started to load up on carbohydrates, and it still displayed low. He pulled into a convenience store because he was getting shaky and stated there was a police officer there. He told the police officer that he was shaky and couldn't get his glucose values to rise. The police officer offered to call 911. When waiting for the paramedics the patient checked his glucose value with a meter and it displayed 105 mg/dl. No further event details were provided as the patient had to unexpectedly end the phone call. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.